Event description:
The balloon was ruptured and surgical intervention was performed. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at approximately 8 atmosphere, just prior to reaching 10 atmosphere, the balloon ruptured. Subsequent imaging following sheath insertion revealed that a portion of the ruptured balloon remained at the stenotic lesion site. During attempted removal, resistance was encountered, and the device was withdrawn together with the guidewire and sheath. The retained foreign material was subsequently removed via surgical intervention. The procedure was completed and there were no patient complications as a result of this event.

Manufacturer narrative:
Correction: h6 was added, and the cancelled/rescheduled coding has been updated.

Event description:
The balloon was ruptured and surgical intervention was performed. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at approximately 8 atmosphere, just prior to reaching 10 atmosphere, the balloon ruptured. Subsequent imaging following sheath insertion revealed that a portion of the ruptured balloon remained at the stenotic lesion site. During attempted removal, resistance was encountered, and the device was withdrawn together with the guidewire and sheath. The retained foreign material was subsequently removed via surgical intervention. The procedure was completed and there were no patient complications as a result of this event.